Event description:
The pt was a (B)(6) female with a chiari malformation. On (B)(6) 2010, the surgeon implanted a construct from the occiput to c3 with a rib harvest. A very small craniotomy was performed in the occiput and the construct contained 5 screws. The c2 left pedicle was very narrow and the surgeon used a 3.5 screw, however, he was not satisfied with the placement and was backing the screw out with the nexlink modular polyaxial screwdriver iii when one portion of the tip broke off and another bent significantly. The surgeon removed the screw and did not replace it. The octa ii 2.5mm hex driver and the nexlink set screw star driver short were both stripped most likely due to angulation. The surgeon was able to finish the surgery as intended and there was only a 5 minute surgical delay. The malfunction of the stripped nexlink set screw star driver short has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.